Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that ever since they got implanted, they haven't really used the stimulator, and it has been off because "they" couldn't get it figure out to work correctly. Pt said the stimulator went off completely and they couldn't find the old settings. Pt stated when somebody finally found the old settings, they couldn't get it to work right, and they went back and forth like 5 times. Pt said they just charged the devices, and they will have an MRI this afternoon and they wanted to put the device on MRI mode. Pt stated they were not interested in turning the stimulator on. Agent assisted pt with connecting the communicator to app and they saw setup link screen, and they were able to get to the therapy screen. Agent walked pt through MRI mode.

Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6), implanted: (B)(6) 2016, product type lead product ID 977a290, serial# (B)(6), implanted: (B)(6) 2016, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 23-feb-2020, UDI#: (B)(4), product ID: 977a290, serial/lot #: (B)(6), ubd: 06-jun-2019, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was replaced due to normal ins battery depletion. It was noted that the leads were unable to be checked prior to the ins replacement. During replacement in the operating room, they performed multiple impedance checks and cleaned the connections; there was high impedance on contacts 0, 1, 8, and 9. The patient was also checked in the post-anesthesia care unit and the impedance values were unchanged. The representative spoke with a coworker who attended the post-op appointment and they confirmed there were high impedances on contacts 0, 8, and 9. The origin of the impedance issue was unknown, and it was unknown if the patient had effective coverage. The patient reported that they met with a representative for a follow-up appointment on (B)(6) 2025 and the representative didn't program the ins very well; the patient was in a lot of pain. The representative tried to program it but the patient noted that it didn't seem like the representative knew what they were doing, and it seemed like all they did was turn it on. The patient wanted to turn it off because they felt like they were going to throw up, their hand was vibrating, and the back of their head was vibrating. The patient was advised to try charging with the wireless recharger so they could use it to turn stimulation off. They were able to start charging the ins and the ins was at 70%. The patient was able to successfully turn stimulation off with the recharging application. The patient's previous ins worked great and they wanted to try to replicate those settings. The patient was to follow up with their healthcare provider and they might ask for a different representative. The patient noted that the ins went up to their neck where they had a tumor removed and they had neck pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Issue not resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a290, lot# serial# (B)(6) implanted: (B)(6) 2016, product type lead product ID 977a29,0 lot# serial# (B)(6), implanted: (B)(6) 2016, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. The cause of the high impedance/therapy issue was unknown. Intraoperative steps were taken to resolve the high impedance/therapy issue. The issue was not resolved. They will reprogram.